Event description:
During a breast biopsy procedure the system delivered an error code and the probe stopped functioning, unable to take any more samples. The case was completed with a similar device with no patient consequence.